Event description:
Event description boston scientific received information that muscle stimulation was observed with this pacemaker and unipolar lead pacing system. The clinical observation resulted in oversensing and pacing inhibition.